Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The patient is a mail carrier and carries the mail on the left side; the patient is also a wrestling coach. The physician suspected that the lead had been damaged as a result of the patient's lifestyle. The lead was successfully explanted and replaced. The patient was in alert and awake post surgery and was discharged in stable condition the following morning. The lead was checked post explant and the physician noted "no noticeable damage".